Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button that required placing the device on a charging pad to wake the screen, and the user was advised to install a pending software update. Symptoms included device nonresponse and inability to wake the display via the hardware button. Outcomes included temporary interruption of normal device operation without alarms or clinical harm. Investigation included customer education and troubleshooting with a recommendation to update the device software. Investigation of this case revealed a suspected hardware interface malfunction of the sleep/wake button and potential software responsiveness issue, with no evidence of adverse clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending further evaluation, with software refresh recommended as a corrective action.